Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of september 10, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that during a preventative maintenance (pm) service the device alarmed ¿xdcr fault¿. There was no patient involvement reported.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty transducer.